Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report no delivery of insulin by the pump. No delivery alarm t/s per dop. Customer's bg is 107. Customer also, stated that he was hospitalized at the time of hospitalization his blood glucose level was at 650. Reason for hospitalization was due to a broken ankle. Pump will be replaced. Nothing further reported.